Manufacturer narrative:
A batch record review found no discrepancies related to the reported complaint. Process checks and quality checks were performed and yielded acceptable results. No additional action is required and this complaint will be closed. The issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported "the product is very hard to remove from the skin" the end user clarified that it is the mass and not the tape border.